Event description:
Physician tip broke during removal from package.

Manufacturer narrative:
Technical evaluation: visual: the catheter was returned with fabric type tape covering the fracture. The fracture was 17.4 cm from the distal tip. Conclusion: the engineer was unable to remove tape covering the fracture and was unable to examine the fracture site to confirm it was a necked failure. Though this break is more proximal than the previously observed failures, this failure is likely due to pulling on the catheter without opening the tabs on the packaging card. The DHR of this manufacturing lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated 12/31/2009. A review of the design history record was completed and no anomalies were observed. All appropriate inspections were completed. On the sub-assembly level part #0918-04 (lot #l11673) no anomalies were observed during destructive testing. Specifically 13 parts, as part of process monitoring were tested for distal joint tensile strength, all 13 parts met the acceptance criteria (B)(4). All other visual and dimensional inspections were completed either at 100% inspection or a sample plan. The manufactured parts in this lot and the sub-assembly level lot met the required criteria and are deemed acceptable.